Event description:
It was reported that during a rotator cuff repair, the healicoil anchor broke during the procedure. The s+n back up device was used in the original bone hole. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during a rotator cuff repair, the healicoil anchor broke during the procedure. However, it did not broke inside the patient. The s+n back up device was used in the original bone hole. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.